Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated he met with a manufacturer representative (rep) today and was informed that his ins battery is overdischarged. The patient stated that the ins battery had actually been dead for two years now and that he has been fighting with workman's comp and the doctor's office to get the ins replaced. The patient confirmed that the replacement ins would be due to normal battery depletion of the current ins. The patient stated today that he did not have his external equipment with him today when he met with the rep, so they weren't able to try getting the ins back on. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was poor communication. The patient saw the reposition antenna screen. The implantable neurostimulator recharger (insr) was unable to connect. The last time the patient had stimulation was about 3 months ago and it was ¿right around 3 months¿ that the patient had last charged. It was reported that ¿it just stopped.¿ it was reported that it was at half charge and then all of a sudden it would not charge. It was reported that ¿it hurts.¿ the patient believed that they were implanted in 2007. When asked, the patient reported that they had not seen any codes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.